Manufacturer narrative:
H3 and h6: annex b, annex c, annex d. Annex g have been amended. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates that the z-slide was replaced to resolve the issue. Evaluation of the device data indicates that the logs are not able to track hardware issues. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed instrument drive unit (idu) movement issue on the arm cart assembly was determined to be an issue with the z-slide related to a joint force sensor (jfs) offset. A process improvement with the supplier has been initiated to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the instrument drive unit (idu) exhibited stiffness when moving downward towards trocar. There was no patient involvement.

Event description:
It was reported that, pre-operatively, the instrument drive unit (idu) exhibited stiffness when moving downward towards trocar. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.